Event description:
On (B)(6) 2012, the patient left a message with animas stating that the pump was not working properly and has been off the pump. There was no additional information available for this complaint. Customer support (cs) has made several attempts to contact the patient with no resolve. This complaint is being reported due to the allegation that the pump was not working.

Manufacturer narrative:
Follow-up # 1 date of submission 05/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the pump was not in use between (B)(6) 2012 and (B)(6) 2012. A replace cartridge alarm was recorded on (B)(6) 2012, deliveries were not resumed. No errors or alarms related to the complaint were shown in the pump¿s history and the total daily insulin delivery values added up correctly and reflected the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.